Event description:
IV in left arm noted to be infiltrated. Medications infusing were mg+, magnesium, d5lr, dextrose in 5% lactated ringer solution, and dilaudid. IV line removed - hot packs. Patient found to have thrombus.